Event description:
Medtronic received a report that a pipeline stent encountered resistance with the markman catheter and two axium coils encountered resistance in the sheath. The patient was undergoing dense mesh stent treatment for a saccular, unruptured aneurysm located in the middle cerebral artery with a max diameter of 6 mm and a 6 mm neck diameter. Landing zone: distal: 2.6 mm and proximal: 2.4 mm. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. The accessed vessel was the femoral artery with a diameter of 6 mm. The angiographic result post procedure showed a middle cerebral artery aneurysm. It was reported that during the blood flow diversion treatment of the aneurysm with a dense mesh stent, it was found that the pipeline dense mesh stent could not be pushed out and withdrawn. After being withdrawn from the body, it was pushed out with great resistance. After being pushed out, it could not be taken out of the marksman. They were reported and returned together. A new marksman was replaced. The surgical treatment was changed to coil embolization. There were two qc 2-4 3d that could not be pushed out of the introducer sheath. New qc coils were replaced to complete the surgery. It was reported stuck (locked up) in catheter or resistance in the distal section of the catheter occurred. The pipeline did not become stuck. Catheter and pushwire damage was observed. It was unsure where the damage occurred, but the push rod of the dense mesh stent could not be pushed out in the marksman. It was reported resistance occurred in the distal section of the catheter. The pipeline was used for an indication that was considered off-label, specifically for an anterior circulation aneurysm. The catheter was flushed continuously with heparinized saline. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID fa-55150-1030 (lot: 229150226); product type: ; implant date n/a; explant date n/a. Product ID qc-2-4-3d (lot: 230574150); product type; implant date n/a; explant date n/a. Product ID qc-2-4-3d (lot: 226051943); product type; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, d9 h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. H6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the resistance encountered was not determined. During preparation, the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex and marksman catheter were returned inside the inner pouch, bio-hazard bag, and shipping box. ¿ damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid's distal and proximal ends were found open and frayed. Kinks and bends were found at 35.0cm to 47.5cm from the proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker, resheathing pad, or the proximal bumper. The catheter tip and marker were examined, and no damage was found. The catheter body was found to be accordioned at 7.3cm to 20.0cm from the distal tip. No other anomalies were observed. ¿ testing/analysis: the pipeline flex was pushed out from the catheter lumen with difficulty. The total and usable length were measured within specifications. The catheter was flushed with water and found patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub without issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer complaint was confirmed, as the pipeline flex was returned stuck inside the marksman catheter. The observed damage to the catheter (accordioning), braid (fraying), pushwire (bending/kinking), and hypotube (stretching) indicates that a high force was likely applied. This damage may have occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. Possible causes of the resistance include vessel tortuosity and a lack of continuous flush with heparinized saline during delivery. However, the customer indicated that the vessel tortuosity was moderate and a continuous flush was used during delivery, which rules them out as potential causes. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.